Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: 2020-13454.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the lens was returned in pieces inside a specimen jar. Solution was dried on the lens. The optic is torn into two portions with splintering split/cracks extending into the optic material. A power and resolution re-assessment could not be conducted due to the lens damage. Product history records were reviewed and documentation indicated the product met release criteria. Associated products are unknown. The root cause cannot be determined for the complaint. The lens was returned in pieces. The power and resolution of the returned lens could not be re-assessed due to the optic damage. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced glare, halos, and blurry vision. The iol was exchanged for a different manufacturer's iol with a 0.5d difference in power, in a secondary procedure. Additional information has been requested.